Event description:
It was reported that during the implant procedure, the lead would not stay in the desired vein. The lead was removed and it is unknown if it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.